Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date unknown, not provided. Best estimate is between (B)(6) 2019 - (B)(6) 2019. (B)(4). Device evaluation: on november 5, 2019 the return sample was received for investigation. The product was received dry in a jar. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Its was reported that the intraocular lens (iol) was explanted due to vision distortion, blurring, unable to tolerate near vision post cataract (B)(6) 2019. Additionally noted as a mechanical complication with iol anisometropia due to different lens models. Lens was replaced with a model zkb00 lens and the result as satisfactory. No further information was provided.